Manufacturer narrative:
Analysis was performed on the returned device. The reported suture retrieval issue was confirmed as a bilateral needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: e1 - initial reporter establishment name: updated from (B)(6). E1 - address 1: updated from (B)(6). E1 ¿ city: updated from (B)(6). E1 - postal code: (B)(6). E1 - phone number : updated from (B)(6). H6 - medical device problem code: code 1506 was removed and code 1142 was added.

Event description:
Subsequent to the initial report, additional information was received, this was an arteriotomy closure of a common femoral artery using a proglide device with a 6fr sheath hole after an interventional peripheral vascular angioplasty (pva) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred. A new proglide was used to achieve hemostasis and manual compression was applied as a precaution per standard practice. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of the proglide device, the suture threads were found to be loose. There was no patient involvement. A new proglide was used to achieve hemostasis of the small bore hole and manual compression was added as a precaution per standard practice. The returned device analysis noted that both cuffs remained in their foot pockets with the link attached and the suture was returned partially removed from the guide tube. A device in this condition could not achieve hemostasis and would require another method to achieve hemostasis. No additional information was provided.